Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with an edwards valve implanted for an unknown duration underwent valve-in-valve procedure due to unknown reasons. A 29mm valve was implanted inside the failing surgical valve. CPR was started and the patient was placed on ECMO. The patient stabilized and was discharged to intensive care unit.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 33mm mitral valve implanted for 11 years, 11 months, underwent valve-in-valve procedure in mitral position due to severe stenosis. The patient had deteriorated overnight and required multiple pressor support, and was referred for emergent transcathether mitral valve replacement with ECMO support. A 29mm valve was implanted inside the failing 33mm surgical valve. Post procedure tee demonstrated mild paravalvular leak and no significant transmitral or lvot gradient. The patient arrested intraoperatively and was placed on a peripheral v-a ECMO. The patient stabilized and was weaned from ECMO on pod #6. The patient expired on pod #19 due to heart failure.